Manufacturer narrative:
Investigation - evaluation device evaluation: (B)(4) unit of lot c2320437 of echo-hd-22-ebus-p device involved in this complaint was returned for evaluation. With the information provided, a physical examination investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2026. On evaluation of the devices the following observations were made: visual inspection: distal end of needle examined and no issue observed. Functional inspection: needle handle able to advance and retract without issue. Sheath extender able to advance and retract without issue. The reported failure was not observed. Video was provided to support the investigation. On the video provided it was observed that the sheath extender is able to come off the device. This is a design feature of the pentax device and not a device issue. Manufacturing records: prior to distribution, all echo-hd-22-ebus-p devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2320437. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c2320437 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and / label: the warnings section of the instructions for use, ifu0060 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿, and the precautions section ¿this device is intended for use with a pentax ebus scope.¿ there is evidence to suggest the user did not follow the instructions for use. Additional information confirmed that a fuji scope was used. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Image review: an image was not returned for evaluation. Root cause analysis: a definitive cause was identified. The user has not complied with the requirements of the IFU and/or label. As per additional information provided, a fuji scope was used and as per IFU ¿this device is intended for use with a pentax ebus scope¿, therefore the user did not follow the instructions for use. The user reported that ¿the handle fell off¿. This is a design feature of the echo-hd-22-ebus-p pentax device and not a device issue. User also reported issue with needle retraction, as per engineering input ¿as the device was used and operated outside of the device¿s instruction for use/labelling requirements with a fuji scope, it operation and performance appear to have contributed to a difficult experience retracting the needle¿. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, during the procedure, after first puncture, the handle fell off. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a definitive root cause was established. A the user has not complied with the requirements of the IFU and/or label. As per additional information provided, a fuji scope was used and as per IFU ¿this device is intended for use with a pentax ebus scope¿, therefore the user did not follow the instructions for use. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on customer and/or rep testimony.

Event description:
A combined initial and final report is being submitted due to engineering input and the completion of the investigation on 16-jun-2026. ____________________________________________ description of event during the procedure, after first puncture, the handle fell off, and a new ultrasound needle was used for the procedure. ___________________________________________ patient outcome "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Photos/xrays/scans provided. __________________________________________ patient/event info - notes 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Handle detached. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? No. If no, please specify where the damage is located: _____________________. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Lung. 7. Please describe the size of the intended target site. Not answered. 8. If not with the device in question, how was the procedure performed and/or finished? With another needle. 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Fuji endoscope. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? First attempt handle detached. 17. Was difficulty experienced while retracting the needle? Yes. 18. Was the syringe used during the procedure, after the stylet was removed? No. 19. Was the needle able to be fully retracted before removing from the patient? Yes. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? No. 24. How many biopsies/passes were obtained with use of this needle? 1. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.